Event description:
The reporter stated that after the surgeon inserted the cc4204a collamer single piece lens, a tear was noted. The lens was removed without any patient injury and another same model lens was implanted.

Manufacturer narrative:
(B)(4): evaluation: method: work order search. Result: a parent/child work order search was performed and there were no similar complaints found. Conclusion: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).